Manufacturer narrative:
No malfunction of motorized wheelchair suspected. End user reported operating the motorized wheelchair while it was in need of replacement batteries, and without the use of a seat belt. The owner's manual warns, "do not operate a vehicle that is not functioning correctly", and "always use the seat belt."

Event description:
Reportedly, the end user was operating the motorized wheelchair down a sidewalk and fell out of the seat, allegedly fracturing her left leg. End user was not wearing a seat belt.